Event description:
A device was used during a lap appendectomy. The bottom portion of the bag ripped. A second bag was used and it ripped also. The case was completed with another device. There were no consequences to the patient.